Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have a broken grip at the grip base. A piece approximately 0.128" x 0.429" was found to be broken off. The broken piece was not returned. The complaint was confirmed by failure analysis.

Event description:
It was reported that during central processing, the tip of the maryland bipolar forceps was noted to be broken. There was no report of patient involvement.